Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: did clip fall into the patient? No. If yes, how was the clip retrieved? Which firing of the device did this event occur on? Multiple. What vessel or structure was the device fired on at the time of the event? Cystic artery and cystic duct. Was the clip fully advanced into the jaws prior to firing? It would not fully advance. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? There was difficulty firing because it would not advance into the jaws. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both. What were the indications for surgery? Cholelithisis what was found? Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? Resident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.